Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal bleeding (general),") and hydrosalpinx ("abnormal fluid buildup around fallopian tube") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2010, the patient experienced pelvic pain ("pelvic pain/ pain") and dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse),"). In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), hydrosalpinx (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain/lower back pain"), arthralgia ("joint pain"), dysmenorrhoea ("painful menstrual cycles/ dysmenorrhea (cramping),"), vaginal haemorrhage ("irregular vaginal bleeding/ abnormal bleeding (vaginal)"), abdominal pain lower ("excessive cramping/lower abdominal pain"), alopecia ("hair loss"), menorrhagia ("abnormal bleeding (menorrhagia)"), psoriasis ("psoriasis,"), fatigue ("fatigue"), tooth disorder ("dental problem") and gastrointestinal disorder ("gastro-intestinal or digestive system condition "). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, hydrosalpinx, abdominal pain, dyspareunia, back pain, arthralgia, dysmenorrhoea, vaginal haemorrhage, abdominal pain lower, alopecia, psoriasis, tooth disorder and gastrointestinal disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, hydrosalpinx, menorrhagia, pelvic pain, psoriasis, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: she sought a treatment for her symptoms discrepancy noted in date of insertion- (B)(6) 2010 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in f(B)(6) 2011: essure device was properly placed. Most recent follow-up information incorporated above includes: on 20-feb-2019: pfs received- new events abnormal bleeding (general), abnormal bleeding (menorrhagia), psoriasis, abnormal fluid buildup around fallopian tube, fatigue, dental problem, gastro-intestinal or digestive system condition were added. New reporter, patient information and lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.